Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a phantom pocket was detected in main drawer 4, row d. Despite reseating the row board cable ends and rebooting the device, the issue persisted, indicating a possible hardware fault or firmware misreporting. The field service engineer had reseated the cable ends, rebooted the device, verified all bus and cable connections, and confirmed drawer and pocket functionality. It was also confirmed that row e, drawer 4 had a valid 2x5 pocket correctly registering as pocket 0 in the hardware test application. The system functioned as intended after the field service engineer resolved the issue.